Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address 1:(B)(6).

Event description:
It was reported that the balloon ruptured. The 75%-90% stenosed long target lesion are was located in a severely tortuous and severely calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was advanced for dilatation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was simply removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) e1. Initial reporter address 1:(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation device and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located over the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube of this device found no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that the balloon ruptured. The 75%-90% stenosed long target lesion are was located in a severely tortuous and severely calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was advanced for dilatation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was simply removed and the procedure was completed with a different device. There were no patient complications reported.